Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. UDI # is incomplete as the correct lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a catheter restriction alarm and could not resume pumping. There was no blood in the tubing and no visible kinks. The getinge representative advised in troubleshooting. The patient was log rolled and repositioned in the bed. The fill key was pressed several times, and the augmentation was decreased while attempting to resume pumping. They continued attempts for several more minutes without success until the decision was made to remove the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).